Event description:
This is an initial serious device report where a consumer reported that she used thermacare pain relieving heatwraps to treat back pain and experienced a burn with blisters. The consumer reported that she visited her physician, who told her that she had very bad third degree burns. Medical records provided by her plastic surgeon (physician) revealed that the consumer had third degree burns of the right and left upper buttocks with inflammation and pain. Subsequent treatment rendered by the plastic surgeon included debridement of both eschars down to bleeding tissue. Medical records revealed that ten days post debridement, the consumer was still complaining of mild pain; however, the burn wounds were completely healed with moderate erythema from remaining inflammation. Narrative: a consumer reported that they, a female, used thermacare pain relieving heatwraps, back, size l/xl wrap 1 applic for 5 hours, 13:30 through 18:30, 1 only for 1 day in 2006 and when she removed the wrap she was all burned; the area was hurting, she felt like a punching burning so she called her daughter who told her that it looked like she had a bad burn. The consumer reported that her daughter dressed and put gauze on the area; she had red skin and three blisters approx the size of a half dollar. The consumer reported that she had a normal appointment with her skin doctor a week later and he said that he would be happy to look at the area; he told her that she had very bad third degree burns and advised her to dress the area with bacitracin and cover it with gauze twice daily and to return for follow-up in 2 weeks. She reported that her daughter said that the area was getting better; at least one of the blisters was now a scab and she was not sure of the others (she could not see the area). The case outcome was not recovered/not resolved. Past medical history included: drug allergy-"penicillin", allergy-unknown, medical history-"high blood pressure", "thyroid", "nerve problems". Concomitant medications included: avalide, levothyroxine, detrol la. No further info was provided.

Manufacturer narrative:
Product lot number provided and batch retain investigation pending. Product requested from consumer, but not received to date, therefore, unable to proceed with device evaluation.